Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported rupture and pain diagnosed by ultrasound and mammography. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side ¿pain¿, ¿intracapsular rupture¿, and ¿big fold on the device¿. Healthcare professional reported capsular contracture baker grade I. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Pain: unable to observe, as it is a medical event. That is not related to the device. Crease folding of implant: no observed, creases on the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional, later reported, "deformation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Pain: unable to observe as it is a medical event not related to the device. Crease/folding of implant: no observed. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the surface of the shell.

Event description:
Patient reported pain on the left side and rupture diagnosed by ultrasound, mammography and MRI. Mammogram imaging also showed a fold in the device. The physician later reported capsular contracture, baker grade I. The device has been explanted and replaced.